Event description:
A caller reported encountering an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact on the customer¿s blood glucose level. Technical support provided guidance on performing a complete pump reset, assisting the caller through the process, after which the cgm error did not reappear, and the caller was able to successfully start their sensor session.